Manufacturer narrative:
Further information was discovered that the device was not manufactured by philips. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
It was reported that the defibrillator had an ECG fault. There was reportedly no patient involvement. Update: further information was discovered that the device was not manufactured by philips.

Event description:
It was reported that the defibrillator had an ECG fault. There was reportedly no patient involvement.